Manufacturer narrative:
The insulin pump was received with blank display due to faulty x1 on mb. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Unable to verify low battery alarm due to blank display.

Event description:
The customer reported via phone call the insulin pump battery do not last. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.